Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis of the partially returned lead found insulation abrasion noted at 6.5 cm to 7.7 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.